Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that a small piece of the sheath inside the hub loosened then became fully dislodged but remained inside the hub of the vizigo sheath. It was noticed during the procedure but was not exchanged. The dilator and octaray catheter had no issues during insertion into the sheath, though the stsf and its introducer met a lot of resistance during insertion. The hemostatic valve separation issue was assessed as MDR reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was updated to include the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device number lot 50000227, and no internal action related to the complaint was found during the review. The manufacture date was updated to 28-sep-2022. The expiration date was updated to 28-sep-2023. The h6 type of investigation code now includes "analysis of production records (b14)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Per internal review, it was discovered that the lot number was mistakenly indicated as unavailable within the previous supplemental report. Please see the "additional manufacturer narrative (h10)" of this report for further details.

Manufacturer narrative:
On 17-jan-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).